Manufacturer narrative:
Additional information: no resistance noted while advancing the device. There was moderate plaque present in the vessel. The snare was deployed in the superior vena cava (svc). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the 6f goose neck snare catheter was examined and al kink was noted along its 102cm +/- 1cm length. The kink most likely happened po st-procedure given how the device was packaged for return. The distal tip of the goose neck snare catheter was examined: no distal tip radiopaque marker band was noted. A known good snare was visually inspected side by side with the returned snare device. The presence of a radiopaque marker band was visible on the known good device. No radiopaque marker band was observed on the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a gooseneck snare for treatment. The device was prepped with no issues. It was reported that the marker band detached from the catheter while it was inside the patient. The marker band was caged to the vessel wall using a stent. No further patient symptoms or complications were reported.